Event description:
At the start of the annual pm inspection it was noted that the 9600+ system would not boot. There was no report of patient injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Identified the need to replace the sram. Sram replaced. The system was tested and found to be working as intended and placed back into service.